Event description:
It was reported that the original surgery was done by another surgeon. Patient said his hip was painful ever since. The surgeon felt the cup had too much anteversion and the iliopsous tendon was impinging. He did an acetabular revision and head exchange.

Manufacturer narrative:
Lot number, and implant date corrected. An event regarding a malpositioned shell involving a trident hemispherical solid back shell was reported. The event was confirmed. The provided medical information was reviewed by a consulting clinician who concluded: ¿there is no evidence of factors related to prosthetic design, manufacturing, or materials causing the symptoms of iliopsoas tendinitis for which the revision surgery was indicated in this case.¿ device history review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. There is no evidence the event is related to prosthetic design, manufacturing, or materials factors. No further investigation is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the original surgery was done by another surgeon. Patient said his hip was painful ever since. The surgeon felt the cup had too much anteversion and the iliopsoas tendon was impinging. He did an acetabular revision and head exchange.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.